Event description:
It was reported that the compression screw did not work in the nail as the driver did not fin in the compression screw. The nail was removed and replaced with a different size nail. The surgery was delayed 30 minutes. There was no impact to the patient.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual examination of the device shows deformation and scratching in the internal recess of the nail where the compression screw is to be inserted. The device also exhibits normal wear found on a reusable device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a user related issue. The failure was caused due to improper usage of nail in previous surgeries. The IFU clearly instructs the user that: "surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling", and "end of functional life is normally determined by wear and damage due to use." If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Device not returned at time of this report. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the compression screw did not work in the nail as the driver did not fin in the compression screw. The nail was removed and replaced with a different size nail. There was no impact to the patient.